Event description:
Customer states that a false low patient cea result of 30.54 ng/ml was obtained from the access system and reported. The normal range for cea is <5.0 ng/ml, however this patient had historical results of 100 ng/ml. The physician questioned the low result and requested a repeat test. No treatment was based on the low result. The elastomer covering on the vial appeared to be punctured incorrectly by the probe, with a piece of the covering found in the reagent. If a piece of the elastomer covering interfered with the aspiration or dispensing function of the probe, it may have contributed to the low results. If a false low cea result is believed and used in treatment management, it could contribute to a delay in diagnosis or inappropriate changes in the course of treatment. Beckman coulter feels this event requires reporting under 21 cfr 803.